Event description:
It was reported that clotting occurred with a unspecified bd blood collection tube. The following information was provided by the initial reporter, material no. Unknown, batch no. Unknown -it was reported customer had been experiencing clotting in an undisclosed amount of microtainers. Email rcvd, - I know we thought we had the issues resolved with the purple top hematology microtainer however during our wcs charge nurse/supervisor meeting this week we are hearing from both nicu and mb that many redraws are still being required for clotting. It is being reported that almost every specimen is requiring a redraw and often more than one redraw is being required per patient. As per below could you please share with us the hematology rejection log for infant specimens for the past month? We have completed extensive education multiple times within the past year and do not feel we have a collection issue but would like to take you up on the previous offer of having the manufactures rep come and inservice the staff to ensure we have covered all possible avenues to improve the safety for our infants.

Manufacturer narrative:
Correction: describe event or problem: it was reported that clotting occurred with a unspecified bd blood collection tube. The following information was provided by the initial reporter, material no. Unknown, batch no. Unknown -it was reported customer had been experiencing clotting in an undisclosed amount of microtainers. Email rcvd, - I know we thought we had the issues resolved with the purple top hematology microtainer however during our wcs charge nurse/supervisor meeting this week we are hearing from both nicu and mb that many redraws are still being required for clotting. It is being reported that almost every specimen is requiring a redraw and often more than one redraw is being required per patient. As per below could you please share with us the hematology rejection log for infant specimens for the past month? We have completed extensive education multiple times within the past year and do not feel we have a collection issue but would like to take you up on the previous offer of having the manufactures rep come and inservice the staff to ensure we have covered all possible avenues to improve the safety for our infants. Investigation summary: bd had made multiple attempts to reach the customer in order to gather more information on the catalog and lot number; however, bd had not received a response from the customer. A good faith effort has been made and this complaint will be closed without further investigation at this time. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. As bd life sciences - preanalytical systems had not received any sample, photo, catalog number, and/or lot number from the customer facility for evaluation, an investigation could not be performed as no information was available for review. As there was no sample or photo available for evaluation, a root cause could not be determined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Device expiration date: unknown. Device manufacture date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that clotting occurred with a unspecified bd blood collection tube. The following information was provided by the initial reporter, "material no. Unknown, batch no. Unknown it was reported customer had been experiencing clotting in an undisclosed amount of microtainers. Email rcvd, - "hello (B)(4), I know we thought we had the issues resolved with the purple top hematology microtainer however during our (B)(6) charge nurse/supervisor meeting this week we are hearing from both nicu and mb that many redraws are still being required for clotting. It is being reported that almost every specimen is requiring a redraw and often more than one redraw is being required per patient. As per below could you please share with us the hematology rejection log for infant specimens for the past month? We have completed extensive education multiple times within the past year and do not feel we have a collection issue but would like to take you up on the previous offer of having the manufactures rep come and inservice the staff to ensure we have covered all possible avenues to improve the safety for our infants."